Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion was located in a saphenous vein graft (svg). It is noted that this is an off label use. After predilation with a 2.5 mm balloon the physician decided to mount a taxus stent on a filterwire and was able to deploy without complications. The filterwire was removed and it had a bend on the proximal end. A second taxus express2 8.8% 3.50 x 12 mm was mounted on the filterwire with great resistance. The taxus stent was advanced to the target lesion, however, the physician was unable to deploy the stent. The physician thinks the delivery device may have been damaged at some point prior to attempting to deploy the stent. Consequently, the taxus stent was never deployed. As the taxus stent was being withdrawn resistance was encountered and the stent dislodged from the delivery balloon. The physician was able to scoop the dislodged stent with the filterwire and pulled it back to the groin. However, the stent would not cross the sheath, so a cv surgeon was called to perform a cut-down at the sheath to remove the taxus stent. No further pt complication. Pt status is reported to be "fine."